Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose (bg) was "high"; although specific value was not provided. Customer gave a manual injection to address bg. Reportedly the customer was reusing the cartridge. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.